Event description:
Via telephone, the customer reported the sheath of the coaxial introducer broke off in the lung and she is estimating that approx 8cm of the sheath is still in the patient. On (B)(6) 2014, the customer ((B)(6)) provided the following additional information via email: the clinician is an experienced user of the product. It was the coaxial cannula that broke off in the patient. It broke while the physician was obtaining specimens. The coaxial and the stylet were placed at the same time. The piece of needle was removed from the patient and the patient has been discharged.

Manufacturer narrative:
(B)(4). The coaxial cannula was returned in three (3) pieces and evaluated by carefusion¿s metallurgist. The stylet was not received for evaluation. It was observed that only the front part of the cannula was not damaged. The other ends shows severe damage indicating most likely the cannula was bent during the procedure. The cannula has only a 0.0025¿ wall thickness and it would easily buckle or bend if excess force were applied. Carefusion has determined that the likeliest cause of the broken coaxial cannula is product misuse. A review of the internal manufacturing device record for the lot reported was performed and it was confirmed that procedural and functional requirements needed to release the reported lot number were met

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.